Manufacturer narrative:
(B)(6). Twenty six samples were returned for evaluation. Visual analysis by the naked eye was performed, and it was noted that the solvent between the tube and the bag was not present on the entirety of the tube. During manipulation, a tube of one of the samples became disconnected from the bag. The samples underwent an underwater leak test whilst attached to a provaset. Fourteen of the returned samples leaked whilst eleven did not leak. The reported leak was confirmed on fourteen samples, one sample was confirmed for disconnection and eleven samples were not confirmed. Should additional relevant information become available, a supplemental report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a patient¿s treatment, an external fluid leak from four 9l effluent drain bags was observed around the drain valve. The bags were replaced. It was reported that no alarm was triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.